Event description:
Boston scientific received information that this left ventricular (lv) lead had moved as confirmed through chest x-ray. It was suspected that this lead moved when the patient had an atrioventricular (av) node ablation approximately a year ago. All lead impedances and sensing measurements were within range. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this left ventricular (lv) lead would not capture and was no longer pacing. The lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual observation noted a complete lead was returned. There was a setscrew mark on the terminal pin and drag marks on the terminal ring. Both tines at the distal tip of the lead were in good condition with no sign of damage. Tests to assess lead electrical performance were performed. Measurements throughout these tests were within range. Laboratory analysis was not able to confirm the allegation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.